Event description:
It was reported that a perforation occurred during predilatation of the lesion in the saphenous vein graft to the left anterior descending artery, with a 3.5 x 20 rx voyager. A 3.0 x 18 mm xience v was deployed in an attempt to treat the perforation; however, it did not seal the perforation. A graftmaster stent was deployed to seal the perforation successfully. The procedure continued with the successful placement of two 3.0 x 28 mm xience v stents. The patient is reported to be well. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the rx voyager instructions for use, is a known adverse event associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The additional therapy appears to be a secondary effect of the perforation as a graftmaster stent was implanted to seal the perforation. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.